Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that a flexima biliary stent was used during a common bile duct drainage procedure performed on (B)(4) 2011. According to the complainant, during the procedure, the stent was advanced along an olympus visiglide guidewire. When attempting to deploy the stent, resistance was met and the guide catheter stretched and broke. The broken guide catheter was removed with the push catheter and guidewire. No pieces of the device detached inside the patient and no other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a common bile duct drainage procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the stent was advanced along an olympus visiglide guidewire. When attempting to deploy the stent, resistance was met and the guide catheter stretched and broke. The broken guide catheter was removed with the push catheter and guidewire. No pieces of the device detached inside the patient and no other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient weight is unknown. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent. The push catheter was found buckled near the proximal end. The guide catheter was noted to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter was returned stuck on a guidewire. The suture was separated from the delivery system to observe the distal end of guide catheter assembly. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.